Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 10/09/2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. Dexcom representative advised patient to move away from a battery charger and the connection was restored. No additional patient or event information is available.